Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead exhibited low, out-of-range impedance and noise. There was noise reversion noted on (B)(6) 2018. No intervention was planned or performed. The patient would continue to be monitored.